Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on company's acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. Logfile review shows no abnormalities that could have contributed to reported event. All laser system functions were within specifications at this day. Technical root cause could not be determined as the device is performing within specifications and as intended. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
A physician reported a patient with recurrent corneal erosion post lasik. Patient notes a foreign body sensation. Upon follow up, doctor stated the patient had an abrasion that was not related to laser. Abrasion may have been self inflicted. Doctor continues to follow up with the patient still but it is resolving.